Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to elective replacement. There were no product performance allegations. However during labratory analysis it was identified that this device exhibited premature battery depletion.